Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer had air bubbles in their reservoir. Customer's blood glucose level at the time 490 mg/dl. Customer had symptoms of vomiting, nausea, and thirst. Treated with manual injection. Troubleshooting occurred. Advised reservoir would be replaced.